Event description:
It was reported that the pt, implanted on (B)(6) 2000, has been experiencing interruptions in sound perception as well as shocking sensations since the past week. The external parts were examined with no improvement. Testing in situ carried out on (B)(6) 2012, shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.